Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: surescan, product ID: 978b128 (lot: va2y832), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. The reason for call, was patient reported, they were having surgery on the 24th. And they had tried to turn their stimulation up, but they had a feeling that their lead had been misplaced. Patient stated, they didn't think the lead was where it was supposed to be, because they were feeling a fair amount of uncomfortable sensations where the implant is located. Agent asked patient, if they considered the lead had moved from the original position and patient confirmed. Patient noted, they had to turn the stimulation down, because if it was up too high and it was hurting when they bend over or sit down. The patient was redirected to their healthcare provider to further address the issue. Patient has a follow up appointment with their hcp next thursday.